Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to replicate or confirm the reported complaint. The instrument was placed on a system and driven. Recognition and engagement tests passed. The instrument moved intuitively with a full range of motion in all directions. The blades opened and closed properly and a cut test was successful. The instrument was fully functional. Additional damage found was pad printing removal. The instrument tube extension exhibited pad printing removal. Engineering concluded the damage was likely due to mishandling. An electrical continuity test passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; pad printing removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si myomectomy procedure, the scissors would not open on a monopolar curved scissors instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.